Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had an 800.8000 system error. There was no patient involvement. It was later learned that the customer was able to resolve their issue after calling for clarification on the 800.8000 error and indicated that the devices would not be returned for an investigation.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had error code 800.8000 was not identified during the customer call. However, to address the issue, tech support recommended to do a pm on the unit and put it back in rotation if 800.8000 are in the logs only.

Event description:
It was reported that the pc unit had an 800.8000 system error. There was no patient involvement. It was later learned that the customer was able to resolve their issue after calling for clarification on the 800.8000 error and indicated that the devices would not be returned for an investigation.